Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an observation for a carealert. Analysis of the device memory indicated that a carealert failed and was not transmitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired due to an "arrhythmia untreated". It was noted that the patient suffered a ventricular fibrillation (vf) episode, of which therapy was successful and a carealert was activated. During transmission of the carealert, the patient suffered another episode. The physician alleged that a second carealert for exhausted therapies had not been transmitted, despite being turned on. The implantable cardioverter defibrillator (ICD) remains in the patient.